Event description:
The customer reported that there was ECG artifact in the ambulance. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
The serial number is being corrected from (B)(4) to (B)(4). The correct serial number is (B)(4).